Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she was laying on her back, if she moved her leg she would sometimes feel a surge that could last a couple of seconds and became uncomfortable. The patient stated she turned the stimulation down but then could not feel it so it was not effective. The patient noted that her implant battery was draining faster but she did not change settings often except when she had the surging. The patient had a flare up of her neuropathy which was related to the weather and was going to get a skin punch biopsy test to test the nerve fibers and check the degeneration. The indications for use were post laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.